Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The irrigation clip broke off during the case even after we taped it down multiple times. This has happened multiple times in his pka cases. Additional information provided: the product was discarded and there are no pictures available.

Event description:
The irrigation clip broke off during the case even after we taped it down multiple times. This has happened multiple times in his pka cases. Additional information provided: the product was discarded and there are no pictures available.

Manufacturer narrative:
Reported issue: it was reported that the irrigation clip broke. Product history review: it was determined that there is inadequate information to conduct a product history review for this device. Reference (B)(4) for further information. Complaint history review a review of complaints related to p/n 111690, lot 181337 shows 6 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion: it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.